Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone via phone call that her blood glucose was 407 mg/dl. Customer treated with a pump bolus. Customer stated that she had symptoms of high blood glucose such as nausea and excessive thirst and urination. Troubleshooting was performed and the customer stated that the insulin did exit the tubing during manual prime. Customer had a low reservoir alarm in the alarm history and stated that the basal history was correct. Customer was advised to do a complete set change. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting.